Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously high result for troponin I (accutni) for one (1) patient sample assayed with access accutni reagent on a unicel dxi 600 access immunoassay system. The erroneously high accutni result was reported outside of the laboratory. Due to the high accutni result, the patient was admitted to the cardiac care unit. The accutni result was questioned and the customer repeated the accutni assay on another beckman coulter analyzer in their laboratory. A lower result within the normal reference range for accutni was obtained. The customer reported that quality control values were recovering outside of the two standard deviation ranges established by the laboratory. Based on review of the quality control data, it is suspected that a hardware issue on the unicel dxi 600 access immunoassay system may be a contributing factor for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. Based on review of the quality control data (via proservice), it was determined that all quality control data recovering outside of the laboratory's established ranges were attributable to pipettor #2 on the analyzer. A summary report from the fse is pending. A follow-up MDR will be submitted once the summary report has been received from the fse.

Manufacturer narrative:
Additional information: the field service engineer made adjustments to the wash wheel alignments. This report is one of two reports related to two events that occurred on two shifts and is related to MDR# 2122870-2012-00231.